Manufacturer narrative:
There was no patient injury. The PICC started leaking and had to be removed and replaced. The inspection records were reviewed for the catheter assembly lots. All units were found to have passed leak testing. The device was received trimmed. An attempt to flush both lumen with red-dyed water using a 10 ml syringe was made in order to identify the presence of leaks. No leaks were observed. Therefore, a leak could not be confirmed. L-cath PICC catheters under go flow and leak testing (100%). Additionally, control units are subject to tensile (pull) tests to ensure the functionality of the catheters.

Event description:
Started leaking below red re-inforcement within first hour of placement. Removed and replaced. Medical intervention-PICC was removed and new PICC placed.